Manufacturer narrative:
Correction: section h6 - type of investigation.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that following a recent implant, the patient presented with an infection. During a procedure to explant the system, the right ventricular (rv) lead could not be completely extracted from the implantable cardioverter defibrillator's (ICD) header after it was unscrewed. The system was explanted. The rv lead tip remained in the explanted device header. The patient was stable.

Manufacturer narrative:
Analysis was normal. The damage observed was sustained during the procedure. As received, a complete lead was returned in one piece. Electrical testing did noy find any indication of conductor fracture or internal shorts. Visual examination of the found the connector pin and crimp sleeve were pulled out of the connector assembly and the inner coil was stretched consistent with damage occurring at the time of removal from the device. Dimensional analysis of the connector pin, seal zones and contact zones was performed and all dimensions were within specification. Unable to perform device insertion/removal test due to the condition of the lead as received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.